Event description:
Customer states 3-4 years ago, while at home she passed out; customer's blood glucose was tested with the advantage system and she reports a blood glucose result of 7 mg/dl (result outside meter reading range). Paramedics treated her with glucose IV and she came to after a few minutes (results unknown on paramedic's meter). No quality controls were used. Adverse event unrelated to the device. Requested return of suspect device and replacement was sent.